Manufacturer narrative:
During verification testing at the service center, corrosion was noted on the middle printed circuit board, battery compartment and battery door. The probable cause was leakage from the disposable batteries. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a lithium battery replacement. This is not a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.